Event description:
As reported by the user facility: details of complaint (reported issue): air in line alarm. "New tubing, line flushed by gravity ns. Air in tubing, line placed in pump and flushed 26ml x 2, many micro bubbles remain with flush. Writer tapped all parts forcep handle, port below spike broke off." No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three photographs of the sample was provided for evaluation. Upon visual inspection of the photographs, fluid was present inside the tubing. No bubbles were visible in the pictures. However, a detachment between the low-pressure check valve and the caresite y-site valve was observed. According to the event description, this detachment occurred when the person handling the tubing tapped it with a forceps handle to dislodge the air bubbles. Based on the data from the investigation, the reported defect was unable to be confirmed to be attributed to any manufacturing process. Five retains from the reported lot number were tested and passed. The defect has been determined to be caused by further processing performed by the customer. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.